Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was in box and on the hospital shelf and when the battery voltage was taken it was low. It was decided to not use the device. No patient complications were reported as a result of this event.